Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation, cystoscopy, perineoplasty, abdominoplasty, pelvic organ prolapse and stress urinary incontinence. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered dyspareunia, fatigue and pelvic pain to be related to essure administration. The reporter commented: date of other related surgery: (B)(6) 2013 , (B)(6) 2013 and (B)(6)2022 retained date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [rectal examination] (date unknown): rectum without palpable suture. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-may-2022: mr received. Event medical device removal replaced with chronic pelvic pain. Event onset date added. Event dyspareunia added. Medical history added. Lab test added. Middle name added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2022 hysterectomy scheduled to remove essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of other related surgery: (B)(6) 2013, (B)(6) 2013 & (B)(6) 2022. Retained date: (B)(6) 2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2022 hysterectomy scheduled to remove essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of other related surgery:(B)(6) 2013 , (B)(6) 2013 &(B)(6) 2022 retained date: (B)(6) 2021 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.